Event description:
It was reported that an endocrinologist contacted beta bionics to review ilet bionic pancreas use after the user experienced hypoglycemia and hyperglycemia related to incorrect meal announcements, including using a meal announcement as a correction and double announcing a meal, which led to a transient low blood glucose of 64 mg/dl and a high of 387 mg/dl; oral glucose was used as treatment guidance. Symptoms included asymptomatic hypoglycemia and hyperglycemia. Outcomes included the need for user education and troubleshooting without alerts or alarms and without medical intervention or hospitalization. Investigation included review of device data and event history with customer support education. Investigation of this case revealed user technique error in meal announcement leading to inappropriate insulin dosing. It was concluded that the device functioned as designed and that the event resulted from user error, with education provided on correct meal announcement practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.